Event description:
It was reported that during a lap appendectomy, the device was used with a grey load and without buttressing material. After firing, the device would not open. The surgeon manually pried the handles open and there was no damage to the tissue. Another device with a vascular load was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.